Manufacturer narrative:
The information provided in section b1, b2 and h1 with initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Analysis found all operating currents are within specification. No unexpected low battery alarms, off no power alarms, or blank display were noted. The unit pass displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The unit functioned properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they received low battery alarm and low reservoir alarm. The customer's blood glucose was 501 mg/dl at the time of incident. The insulin pump will be returned for analysis.